Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity of the battery was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. However, the voltage of the battery dropped to the nominal expectations that resulted in a rapid change in longevity projection. Due to the unpredictable behavior of the battery, device replacement was recommended. Currently, this device remains in service. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity of the battery was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. However, the voltage of the battery dropped to the nominal expectations that resulted in a rapid change in longevity projection. Due to the unpredictable behavior of the battery, device replacement was recommended. Currently, this device remains in service. No adverse patient effects were reported.